Manufacturer narrative:
The investigation has been started; results will be provided with the follow-up report.

Event description:
It was reported that the ventilator failed. It could not be excluded that the issue happened during use. There was no patient injury reported.

Manufacturer narrative:
Based on the logfile analysis, no indications for a device malfunction were found. Neither could the reported symptom fully be understood on the basis of the records. According to the logfile records, the case in question was started on 2022-04-13 at 9:08am using man/spont. The last power-on self-test (post) was successfully completed at 8:25am the same morning. After connection of the patient around 9:25am, the device sporadically alarmed for mv low. Beginning at 9:55am, the user switched repeatedly between man/spont and volume/pressure mode. According to the ventilation records, pressure build-up was possible at any time and a minute volume between 3.5 and 4.5 l/min could be applied. Nevertheless, the unit alarmed apnea sporadically, indicating temporary leakages in the patient system. From 9:59am, man/spont was used for the remainder of the procedure. At 10:38am, the unit was placed in standby. During post and standby leak test as well, internal and external leakages are detected. In case an external leakage suddenly occurs during use, several audible and visible alarms would be issued based on leakage, fresh gas flow settings and set alarm limits. The integrated pressure-, flow- and patient gas monitoring ensures that deviations from set/expected parameters are obvious for the user and that alarms are given according to the alarm limits adjusted by the user. Dräger finally concludes that in contrast to the initial report, no ventilator failure occurred during the case in question. No indications for a technical malfunction and vent fail were found. Although - according to the logged values - pressure build-up was possible at any time, a temporary leakage in the patient circuit as root cause for the reported symptom cannot be excluded. If known before, the case would not have been assessed reportable. The device issued multiple alarms to call the attention of the user. The device passed testing and was returned back to use without further problems reported.

Event description:
It was reported that the ventilator failed. It could not be excluded that the issue happened during use. There was no patient injury reported.